Manufacturer narrative:
Evaluation:results - visual inspection of the returned product found the lens optic torn. Pieces of the lens optic and both haptics were torn off and missing. There was evidence of reddish residue on the lens surface. (B)(4)

Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens but the lens became stuck in the injector and the trailing haptic tore. There was patient contact but no injury. Another same model lens was implanted and sutures were required to close the incision. The reporter stated the lens was damaged during the loading process.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). Surgical procedure, incision sutured. Lens stuck in delivery system. Lens (iol), torn, split, cracked. Lens not returned. (B)(4).